Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect ca19-9 list 02k91-36 that has a similar product distributed in the us, list number 02k91-27. Han evaluation is in process.

Event description:
The customer observed falsely elevated ca19-9 results for one patient on the architect i2000sr analyzer. The following data was provided from a normal health screening on (B)(6) 2014: sid (B)(6) initial 51.51, repeat 45.34 u/ml. The customer uses a normal reference range of 39 u/ml. The sample was tested with a different reagent lot (35231m500) the results were initial 35.11, repeat 37.75 u/ml. The sample was sent to the main lab and got a result of 44.49 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
On july 21, 2014 the size code of the suspect medical device list number changed from 02k91-36 to 02k91-35. This report is being filed on an international product, architect ca19-9 list 02k91-35 that has a similar product distributed in the us, list number 02k91-27. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. An evaluation is still in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.